Event description:
Continuous problems since breast implants, I will referred to as breast implant illness bii. Recent hospitalizations for depression, currently on disability for depression, memory issues and brain fog along with anxiety and constant joint pain and body pain, previously attempted suicide. FDA safety report ID# (B)(4).